Manufacturer narrative:
The investigation reviewed the reaction monitors; there seemed to be no reaction after the third reagent was added. Patient sample 1 - the customer stated that a sample mismatch may have caused this event. Patient sample 2 - the patient sample was sent to another laboratory, and the repeat result of the alcohol assay was negative, which confirmed the reported ethanol gen.2 result. A general related issue is unlikely because calibration and qc data are acceptable. The investigation determined the event was consistent with a patient sample mismatch and handling. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas pro c 503 analytical unit serial number is (B)(6). The investigation included a review of the calibration, qc data, and alarm trace: the calibration results are within specifications. The qcs are within the specified ranges. The alarm trace does not indicate any issues on the date of event, but has several abnormal aspiration and sample short alarms outside the date of event. The investigation is ongoing.

Event description:
The initial reporter received questionable ethanol gen.2 results from two patient samples tested on the cobas c 503 analytical unit. On (B)(6) 2025: patient sample 1 the initial result from the analyzer was -0.00878 g/l with an invalidating data flag. This result was reported as <0.1 g/l. The repeat result from another c 503 analyzer was <0.1 g/l. On (B)(6) 2025: patient sample 2 the initial result from the analyzer was 0.0439 g/l with an invalidating data flag. The repeat result from the analyzer was -0.00110 g/l with an invalidating data flag. The results do not agree with the patients' clinical presentation of acute alcohol intoxication.